Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-07537. Reference MFR report: 1627487-2013-07538. It was reported the patient had difficulty recharging the ipg, so a replacement charging system was sent to the patient. F/u identified the replacement charging system did not resolve the issue. The patient reported he would be able to communicate with the ipg if he sat in an uncomfortable position, but the inconsistent recharging caused him to recharge for longer periods of time. An add'l charging system was sent to the patient. Both initial charging systems are being reported (device 2 and 3). On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.